Manufacturer narrative:
(B)(4). The actual infusion time was 34 hours and 30 minutes. The lot was manufactured from september 5, 2013 to september 6, 2013. Evaluation summary: the device was returned for evaluation with approximately 9 ml of fluid in its bladder. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, this was reported to have occurred between (B)(6) 2014. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in less than 48 hours. The device had been filled with an unspecified drug in 120ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 19 of 19.